Event description:
It was reported that the customer's fill estimate was inaccurate. Contact attempted a system check with the same cartridge, but the pump displayed a message requesting a minimum of 50 units to continue. Contact was able to load a new cartridge successfully. The customer's blood glucose level was impacted (330 mg/dl).

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become, available a supplemental report will be submitted.